Manufacturer narrative:
(B)(4). The device has been received and a complete evaluation is yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a leak of the cassette which led to peritonitis while performing automated peritoneal dialysis (apd) therapy. The leak occurred at the connection point of the patient line of the cassette and the patient's transfer set. On an unreported date, the patient was treated with vancomycin (1 g, route, duration, and frequency were not reported) for peritonitis. On the day of this report, the patient was scheduled to receive another dose of vancomycin. The patient's recovery status, hospitalization, and action taken with apd therapy were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample and one companion sample were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included clear passage testing, clamp function testing, and leak testing. All functional testing was performed with no issues noted. The reported problem of leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.